Event description:
It was reported that the patient underwent a revision with this inflatable penile prosthesis (ipp) due to a leak in the system. The device was not working effectively for the patient. All components were removed and replaced. No patient complications were reported.